Manufacturer narrative:
Customer was provided with a loaner, while the central station is being returned to the company's repair center for further eval.

Event description:
Customer report the panorama central station intermittently shuts down, which may have affected telemetry monitoring. No pt injury was reported.